Event description:
The complainant stated that the casters were not locking sufficiently to keep bed from moving. Brake not holding.

Manufacturer narrative:
The tech isolated the issue to worn casters, preventing the casters from holding when in brake. The tech replaced the left foot and right head brake casters to repair the bed.